Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 471 mg/dl and stated that the infusion set and reservoir needed to be changed. Customer stated that he treated with the insulin pump. Customer also reported that the belt clip is broken and is coming off the insulin pump. Nothing further reported.